Event description:
The therapist (employee) was simulating a treatment field for a pt & working inside the c-arm on the column side of the table. The physician was working on the other side of the table. The therapist was moving out of the middle of the c-arm & another therapist was lowering the table. The first therapist's hair got caught in the screw mechanism on the column & pulled out a section of hair about 2x6cm.